Manufacturer narrative:
There was no damage reported to have been noticed during the inspection prior to use and preparation, which suggests a product deficiency, did not contribute to the reported difficulties. Based on the information provided, the risk assessment for the lucia product, and our experience we have determined that the following factors may have caused or contributed to the reported issue is but is not limited to: · misplacement of the lens. · inadequate application of ovd. · dwell time after preparation. · excess force. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release.

Event description:
It was reported that the CT lucia 621 lens sheared at the trailing haptic upon implantation. The customer confirmed that the lens had been explanted and a backup lens had been used to successfully complete the surgery.